Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) and (B)(6) 2012, the patient noted the reported pump had intermittent power and had turned off during that time. On (B)(6) 2012, the patient experienced the symptoms of headache and vomiting, and her blood glucose level was 400 mg/dl. The patient did not test for ketones. The patient corrected her blood glucose level using the pump, as it had successfully powered on again. The patient's blood glucose level dropped to 100 mg/dl; she did not seek any medical attention. Troubleshooting revealed the pump battery compartment was cracked, and the battery cap was not secure and tight, which can contribute to the power failure. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump power issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed that a power on reset had occurred at 12:11 pm on (B)(4) 2012 and the pump was not primed again until (B)(4) 2012 at 5:14 pm. The pump battery compartment was observed to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. A 29 hour flow accuracy test was performed without power events and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
Follow-up #1 06/19/2012-device evaluation: the pump has been returned and the evaluation was completed by product analysis on (B)(6) 2012. The time and date codes were inadvertently not added to supplemental 1. Supplemental 2 was submitted to add the evaluation codes and to add the evaluation conclusion code.